Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it was implanted in the patient. (B)(4).

Event description:
Treatment of a superior hypophyseal aneurysm. During the pipeline (4.00mm x 14mm) deployment, the pipeline released from the capture coil after 8 torques of the pushwire and manipulation of the marksman catheter, but the distal end of the pipeline would not fully appose the vessel wall. The physician attempted to open the pipeline by common deployment techniques, but without success. Balloon angioplasty (an option presented in the instructions for use, u.s.) Was performed to achieve full wall apposition. No patient injury was reported with the patient as a result of the procedure.